Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. An xtr mitraclip, implanted on (B)(6) 2019 and referenced is filed under a separate medwatch report number.

Event description:
This report is being filed due to the single leaflet device attachment. Patient ID:(B)(6). It was reported that on (B)(6) 2019 a mitraclip procedure was performed for mitral regurgitation (mr). Two mitraclips (cds0601-xtr, 81114u111 and 81112u132) were implanted without a device issue reported. On (B)(6) 2021, a follow-up echocardiogram was performed. The two previously implanted clips were visualized without device issues noted. There was mild mitral valve stenosis with a mean gradient of 6mmhg, and mild to moderate mitral regurgitation. On (B)(6) 2021, another follow-up echocardiogram was performed. A residual posterior leaflet prolapse, along with severe, eccentric mr was observed. There was no device issue or malfunction, and there was no tissue injury noted due to the previously implanted mitraclips. On (B)(6) 2021, the patient presented with degenerative mr grade 4+, with a posterior leaflet prolapse. One mitraclip (cds0701-ntw, 10222r104) was implanted at the a2p2 without a device issue. Another clip (cds0701-nt, 10118u123) was successfully placed; however, the mitral gradient was deemed too elevated at 7-13mmhg. It was decided not to implant this clip. The device was not implanted and removed without issues reported. The gradient decreased to 5mmhg once this clip was removed. There was no device adverse event associated with this clip. On (B)(6) 2021, a discharge echocardiogram was performed. A single leaflet device attachment (slda) had occurred with cds0701-ntw, 10222r104. There was no tissue injury. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported for incomplete coaptation. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H2 corrections due to additional information received: b1 - adverse event selected along with the previously selected product problem. B2 - outcome updated to "other serious". H1 - report type updated to serious injury. H6 - health effect - clinical code 4582 removed. Health effect - impact code 2199 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the report mitral stenosis cannot be determined. It should be noted that mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was obtained on 03/14/2025: on (B)(6) 2021, mitral valve stenosis was diagnosed. No treatment was provided. On (B)(6) 2024, the patient was in reported ¿good¿ functional status and clinically stable.